Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm, this alarm occurred during initial drain. The caregiver (cg) had stated that the hp had been draining a long time and that the hp did not complete therapy last night because he accidentally became disconnected at the catheter site. The home pt went to the doctor that day to have the transfer set replaced and the cg was not sure how much fluid was left in him. The cg also stated she could see some fibrin in the line. The technical service representative (tsr) bypassed the hp into fill and filled with 130ml then put the hp into a manual drain. Drain volume started increasing 46ml, 48ml, 50ml, 36ml, 36ml, 40ml, 50ml, 51ml, 53ml, 54ml, then the hc alarmed again. The tsr advised the cg to end therapy and notify the nurse and also advised the cg they could try to do manuals. The division tree showed the cause was physiological related to fibrin blockage. The drain volume was 239ml. No pt injury or medical intervention was reported. Product surveillance contacted the caregiver (cg) in 2009 regarding the separation. The hp had been on peritoneal dialysis for one year and had made the initial connection by hand. There was no initial difficulty noticed. The separation happened at night and there was no known cause by the cg. The cg also stated it was possibly due to the hp's restlessness at night. The cg had reconnected the hp after the disconnection was noticed. Product surveillance contacted the nurse regarding the separation. The nurse had stated the separation was between the pt connecter and the transfer set and the transfer set had been in use for 6 months and was going to be changed soon. The catheter type was of titanium and the pt used automated peritoneal dialysis. The sample was discarded and the lot number was unk. The pt was given prophylactic antibiotic and also ciprofloxacin. The pt has continued with manual therapy and there is no pt injury at this time.

Manufacturer narrative:
.